Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscal root surgery, however unknown if internal or external to the patient, a firstpass mini trap door fell out. Surgery continued without major delay, with a back-up device. No further complications were reported.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation showed the suture capture is missing from the upper jaw. Bio debris is present. No other deficiencies are visible. A functional evaluation pulling the trigger closed the jaws and deployed the suture passer as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: h2: additional information: b5, e1 and h6: health effect - impact code.

Event description:
It was reported that during a meniscal root surgery, a firstpass mini trap door fell out. The detached piece was removed from the patient. Surgery resumed after a non-significant delay, with a back-up device. No further complications were reported.